Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance on the right ventricular (rv) lead channel. Additionally, the lead delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to oversensing of noisy signals and atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No additional adverse patient effects were reported.